Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 248 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and one coil was encapsulated this event, seen as device embedment, is listed in the reference safety information for essure. The essure coils may embed into uterine or fallopian tubes walls, mostly during difficult insertions. Although in this case, very limited information was provided (dates and mechanisms were not clear), given event's nature per se, causal relationship with essure use cannot be excluded. Since a surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced legs pain / pain radiating to legs, abdomen pain, muscle pain, tiredness. She had work-related problems. Consumer visited her gynecologist and it was found that one coil was in the cervix, the other was encapsulated. Essure removal was planned. Company causality comment: this case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and one coil was encapsulated. This event, seen as device embedment, is listed in the reference safety information for essure. The essure coils may embed into uterine or fallopian tubes walls, mostly during difficult insertions. Although in this case, very limited information was provided (dates and mechanisms were not clear), given event's nature per se, causal relationship with essure use cannot be excluded. Since a surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. Technical analysis is being sought. No further information can be obtained.